Manufacturer narrative:
Date in previous MDR should be corrected to 19-jun-2019. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -4.00/0.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. The lens was implanted upside down, surgeon enlarged the incision to remove the lens during the initial surgery. It was reported the iris was partially injured. The corneal incision was closed and an anti-inflamatory and antibiotic eye drops were "indicated". Surgeon did a macular oct for small loss of iris pigment in the temporal area and it is normal. Patien's current bcva is 20/20 and is only using "tears". Surgeon states the cause of the event is that the "procedure is complicated." Currently, there is no corneal edema, lens is clear, pupil is normal.

Manufacturer narrative:
Corrected data: inplant/explant date in previous MDR should be corrected to (B)(6) 2019. (B)(4).

Manufacturer narrative:
Device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
"The corneal incision was closed" should be corrected to "a suture was placed in the incision" event description: 'indicated' should be corrected to 'prescribed' (B)(4). Claim#: (B)(4).